Manufacturer narrative:
Correction to section h3: device evaluated by mfg? From: blank to: yes.

Manufacturer narrative:
In the case description, the user is alleging basal data failing to populate in diasend (now glooko) around the occurrence date ((B)(6) 2023). Both pdm history and the ibf file confirm that the basal records are missing on- and around the occurrence date, while showing that basal records are complete for all pods prior to the pod used on the date of occurrence. Last pod was activated on (B)(6) 2023 at 17:38. It ran into a communication error, followed by expiration alarm on (B)(6) 2023. Despite the expiration alarm, the pod was not changed until (B)(6) 2023, when it was discarded, rather than deactivated. The logs show that the basal records for the last pod were invalidated. This is expected behavior of the system as documented in the software requirements. It is expected that the unconfirmed history entries will be lost upon discard of the pod. According to the android log files downloaded from the returned device, basal program was running during this period. During the investigation, the pdm was paired to a test pod. The system was left running for several hours, then the pod was deactivated. The system was observed to deliver both bolus and basal insulin with no issues, switching between different user-programmed basal profiles as expected. No issues were observed with the pdm being able to deliver insulin during the investigation tests. All the test data pulled from the device after the investigation were found to be complete. Based on the investigation of pdm history records, ibf and android log files, it can be concluded that basal insulin was being delivered on- and around the occurrence day, but the ibf records of basal insulin delivery were invalidated by the device due to the pod discard. No product defects were found during the investigation as the device was found to meet requirements with regards to insulin delivery and pod history retention and invalidation. Correction to serial # from: unavailable to: (B)(6).

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient loss consciousness and was admitted to the hospital. The basal program reportedly disappeared and the basal was not being delivered. Treatment information was solicited but not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.